Manufacturer narrative:
Costly repair to device, so the decision will be made by the customer's upper management. The customer will call back.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) failed calibration. An "o2 sensor needs calibration" error message was observed. The device was not changed out, as the customer has disabled the epgs and is using a pole mount blender. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.